Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. Customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). It was also reported that the insulin pump alarmed displayable history crc check failed on startup. Customer's blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was programmed and monitored for 2 days with no alarms noted. Insulin pump had an alarm in the alarm history screen due to corrupted history file. Insulin pump passed the displacement test, rewind, basic occlusion test, self-test and error test. All operating currents are within specification. Off no power alarm functioned properly. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and a missing end cap sticker.